Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 404 mg/dl at the time of incident and current blood glucose level was 427 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer did allege insulin pump was under delivering. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was not calling back to performed high pressure test. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.